Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Potential causes for resistance advancing in a guiding catheter include, but are not limited to, damage to the stent delivery system (sds), damage to the introducer sheath, incorrect sheath size and anatomical conditions. In this case, based on the reported information, the resistance appears to be related to the stent partially deploying within the introducer sheath. Although a cause for the premature deployment could not be determined, potential causes include, but are not limited to, manufacturing, handling, and insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that outer member was slightly retracted during advancement possibly due to inadvertent mishandling of the tuohy borst adapter, resulting in the partial deployment and subsequent interaction/resistance with the sheath. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested. The lot number was not identified, therefore a device history record review was not performed. A conclusive cause for the premature deployment could not be determined; however, the reported resistance is due to the partially deployed stent interacting with the sheath during advancement. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that the 6.0 x 60 mm xpert stent delivery system (sds) was being used to treat a lesion in the superficial femoral to popliteal artery. The sds was advanced on the guide wire and met resistance when attempting to advance into the introducer sheath. The stent implant tip became kinked after getting "caught up" on the introducer sheath. The entire sds was removed, and it was noted that the distal portion of the stent was partially expanded. Subsequently, four 6.0 x 40 mm xpert stents were successfully deployed over the same wire and introducer sheath. There was no significant delay in the procedure, and there were no adverse patient effects. No additional information was provided.